Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: email.

Event description:
Customer reporting what they feel are multiple potential false positive sars results for 1 patient. A symptomatic patient was confirmed positive with sars and treated with paxlovid with this test. Customer then had a negative result with this test one week later. Customer become symptomatic again and tested sars positive (possible re-bound case). Customer is no longer symptomatic but still testing sars positive with this test while other brand rapid antigen tests are negative. No pcr confirmation testing has been completed for this patient. Report 6 of 10.